Event description:
N/a.

Manufacturer narrative:
Trackwise # (B)(4). The device was returned to the factory for evaluation on 08/31/2023. An investigation was conducted on 09/06/2023. A visual inspection was conducted. Signs of clinical use and evidence of blood were observed on the device. The heater wire and clear silicone insulation of the hot and cold jaws were observed to be intact with no visual defects. A mechanical evaluation was conducted. The blue toggle of the harvesting device was manipulated to open and close the jaws with no physical difficulties. The jaws closed fully each time. The c-ring was observed to be cut in half down the center with signs of melting near the flanking curved areas. The scope wash tubing and retention rib remained attached to the cannula. The scope wash tubing and the c-ring remained attached to the cannula due the presence of a retention rib. Based on the returned condition of the device and the evaluation results, the reported failure "break; c-ring" was confirmed, however the reported failure "mechanical problem" was not confirmed. The lot # 3000304796 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. Specific actions for the failure modes are being maintained and documented under maquet's corrective and preventive action (CAPA) system.

Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 carm is broken. The c-bow was already advanced during insertion and then both were advanced during preparation and were intact for the time being. The jaws of the cautery did not fit together properly, causing it to coagulate properly. The branches of the cautery were no longer closed when the radial artery was removed, so that a lot of tissue had to be grasped in order to be able to coagulate. Nothing came loose in the patient. Had to open a new set. There was a procedural delay. No harm.